Event description:
After additional review, it was noted that the healthcare professional (hcp) severed the proximal end of the catheter during a pump replacement. The hcp replaced the proximal end and was unable to aspirate the catheter. The hcp then pushed saline to test patency and noticed fluid in the tissue. It was suspected that there was another ¿break.¿ the entire catheter was replaced.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model #8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: unk; catheter model #8578, serial # unk, not implanted.

Event description:
It was reported that the catheter was fractured. The hcp cut the proximal catheter during an elective pump replacement. The original catheter was nicked when surgeon opened and explored the pocket. Hcp tried to connect 8578 but was unable to aspirate. Hcp pushed saline into catheter and noticed fluid in the tissue. The original catheter was tied off and a new catheter was placed. Additional information has been requested but was not available at the time of this report.